Event description:
It was reported that a light-headed patient was presented to the emergency room. Upon interrogation, the ventricular lead exhibited oversensing. The sensitivity was changed from bipolar to unipolar. The patient would be monitored.